Manufacturer narrative:
Inspected 1 opened/used sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
Information received by medtronic the user reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 295 mg/dl and sensor glucose was 177 mg/dl at the time of the event, the difference is outside the acceptable range. Customer reported they did receive a sensor updating alert and change sensor alert. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.